Event description:
Litigation papers allege the patient began experiencing symptoms related to the devices, including but not limited to, discomfort, tingling, pain, and soreness, which in turn negatively affected patient's ability to walk, move, and sleep. It is further alleged the patient is going to have to undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.